Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device observed that the device failed noise assessment and had corrosion. It was determined that the device failed the noise assessment due to a damaged and corroded locking mechanism. It was determined that this caused heat. Therefore, the reported condition was confirmed. The device shows signs of corrosion that was indicative of damage caused by immersion during cleaning, which is failure to follow the directions for use. The assignable root cause was determined to be due to improper cleaning, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the motor device was running hot. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.